Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and visually inspected. Visual observations revealed the jaw pin was missing contributing to the jaw failure, confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. Although, we cannot discern a root cause for the reported failure, it is possible that the failure occurred due to excessive mechanical force while handling the device. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no complaint of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This emdr is being resubmitted due to an esg or cdrh emdr processing system outage. This report was originally submitted on (10/27/2017) however the system problem prevented acknowledgements from being received.

Event description:
The sales rep reported via phone that the jaw on the customer's expressew iii auto capture would not open or close during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned. Our sales rep have confirmed via mail on 10-05-17, that nothing fell into the body of the patient